Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the drive support cap was sticking out and the customer did push back in while connected. The customer's blood glucose decreased, but he released it on time. The customer was unsure how it happened. No further information was provided.